Manufacturer narrative:
This event occurred in (B)(6). Expiration date was provided as november 2016.

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys toxo igg immunoassay (toxo igg) on an e602 analyzer. It was asked, but it is not known if the erroneous value was reported outside of the laboratory. The sample initially resulted as 37.60 iu/ml (reactive) when tested on the e602 analyzer. The sample was sent to a different laboratory for avidity determination. At the other laboratory, the sample was tested for toxo igg on the abbott architect analyzer where it resulted as negative. The customer then repeated the sample on the e602 analyzer, confirming the initial result of 37.6 iu/ml (reactive). The patient was not adversely affected. The serial number of the e602 analyzer was asked for but not provided.

Manufacturer narrative:
A sample from the patient was provided for investigations. Investigations determined the sample to be correctly reactive with the elecsys toxo igg assay. The correctness of the result was confirmed by a validated in-house neutralization assay. Neutralization using toxoplasma native antigen extract as a competitor molecule led to a significant and specific decrease in recovery. Evaluation with a second independent method (recomline blot) also found the sample to be reactive. Avidity measurements of the sample determined that is has high avidity for anti-toxo igg, thus an acute infection is unlikely and it is assumed the patient has an old infection. Different concentration values obtained by different test formats are often observed, although most of the tests are standardized against the world health organization standard. It was noted that in comparison to competitor methods, the roche assay is designed to have higher sensitivity.